Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately low in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow-up when attempted by medical surveillance (ms). The patient reported that on an unknown date he obtained a result of 95mg/dl on the subject meter which he felt was inaccurately low in comparison to a result of 140mg/dl obtained on a lab device. The two tests were performed more than 30 minutes apart. The patient detailed that he manages his diabetes with oral medication, diet and exercise and continued to take his usual dose of medication in response to the alleged issue. The patient claimed that ¿three weeks to one month¿ prior to contacting lifescan, after the alleged power issue, he developed symptoms of ¿a sugar attack¿ and that he was admitted to an emergency room (ER) where he was treated by a healthcare professional (hcp) with ¿a shot and IV fluids¿ but could not specify what type. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient stated that they received medical intervention from a hcp for a blood glucose excursion after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/20/2015 and 4/15/2015, respectively, and evaluated by lifescan product analysis on 4/22/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.